Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03906 for the exalt model d scope and report number 3005099803-2024-03905 for the exalt model d controller. It was reported to boston scientific corporation that an exalt d controller was used with an exalt d scope, during an unknown diagnosis procedure performed on (B)(6) 2024. During the procedure, the screen changed color to purple, orange and then screen blanked out with no image at all. The controller was rebooted but the image was not recovered. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03906 for the exalt model d scope and report number 3005099803-2024-03905 for the exalt model d controller. It was reported to boston scientific corporation that an exalt d controller was used with an exalt d scope, during an unknown diagnosis procedure performed on (B)(6) 2024. During the procedure, the screen changed color to purple, orange and then screen blanked out with no image at all. The controller was rebooted but the image was not recovered. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d controller was analyzed. A yellow/green residue at the top cover seam was found, which indicates fluid ingress. Contamination was also found on the catheter contacts causing an intermittent video. The investigation concluded that this event was most likely due to improper handling of the device or wear/tear on internal components over time. Therefore, taking all available information into consideration, the overall root cause of the reported event is traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.